Event description:
The patient experienced a burning sensation at the lead-extension connection location. When stimulation was turned on, he felt a stinging sensation at the location of the subcutaneous lead. Some electrode impedances were 19,000 ohms. These readings were obtained without first increasing the default amplitude setting. The hcp planned to send the patient for an x-ray to see if the lead had moved. If the lead had not moved, the hcp planned to do exploratory surgery to check for a fluid leak in the lead-extension site. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.